Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed in the lab. The results of a sample evaluation revealed that both of the occluder feet were broken and contained what appeared to be dirt and residue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patinet contacted baxter (B)(4) to report that after one month of use liquid can not be stopped even if closing the clamp on the transfer set. There was no use of addional disinfectant. There was patient involvement, but no paitent injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.